Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and the error 23087 was confirmed in the logs as happening in the field, but the error was unable to be replicated. The usm passed all relevant testing on a test fixture and was installed on an in-house system and behaved as expected. Failure analysis identifies that the yaw motor module could be potential root causes of the reported event. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the yaw motor module in the usm. This issue can be resolved by contacting technical support and having a fse replace the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted diagnostic laparoscopy surgical procedure, operating room staff contacted technical support after the procedure to report that universal surgical manipulator (usm) 3 became nonfunctional mid-case and could not be recovered. The team disabled the usm and completed the case using the remaining three system arms. A system reboot was attempted, but the error persisted. The technical support engineer (tse) reviewed the logs and found error 23087, which pointed to a problem with the usm yaw. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The customer responded to follow-up and provided patient demographic information.

Event description:
Refer to h11 for follow-up information.